Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 01l76-74 that has a similar product distributed in the us, list number 01l76, with 510k number k070822. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false elevated architect sirolimus on 6 patients after opening a new bottle of reagent with sn (B)(6). Results were not reported to medical provider. The following data was provided. Sid initial results (sn (B)(6) repeat results (sn (B)(6) repeat results (sn (B)(6). Sid1 19.74 ng/ml, 20.59 ng/ml, 4.49 ng/ml sid 2 22.23 ng/ml, 20.07 ng/ml, 5.26 ng/ml sid 3 17.27 ng/ml, 18.16 ng/ml, 3.36 ng/ml sid 4 20.47 ng/ml, 19.35 ng/ml, 4.91 ng/ml sid 5 17.08 ng/ml, 17.42 ng/ml, 3.42 ng/ml sid 6 19.95 ng/ml, 22.5 ng/ml, 4.83 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the architect sirolimus reagent lot 76675fp01to assess the customer observation for false elevated results for multiple patients. Per the package insert, it's not allowed to use the reagent if the microparticles do not resuspend. Review of tracking and trending by list number and by complaint lot did not identify an increase in complaint activity for impacted lot. The review was performed on lot 76675fp00 as it is a sister lot to the likely cause lot 76675fp01. This further investigation reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 76675fp01 are within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Device history record review did not identify any non-conformances, potential non-conformances with lot 76675fp01. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect sirolimus reagent lot 76675fp01 was identified.

Event description:
The customer reported false elevated architect sirolimus on 6 patients after opening a new bottle of reagent with (B)(6). Results were not reported to medical provider. The following data was provided. Sid initial results (B)(6) repeat results (B)(6) repeat results (B)(6): sid1 19.74 ng/ml, 20.59 ng/ml, 4.49 ng/ml sid 2 22.23 ng/ml, 20.07 ng/ml, 5.26 ng/ml, sid 3 17.27 ng/ml, 18.16 ng/ml, 3.36 ng/ml, sid 4 20.47 ng/ml, 19.35 ng/ml, 4.91 ng/ml, sid 5 17.08 ng/ml, 17.42 ng/ml, 3.42 ng/ml, sid 6 19.95 ng/ml, 22.5 ng/ml, 4.83 ng/ml.. There was no reported impact to patient management.